Event description:
On (B)(6) 2011, the customer observed one leaking cubetainer of access wash buffer ii solution. It is unknown as to whether personnel handling the cubetainer were wearing personal protective equipment; however, there was no report of any personnel seeking medical attention associated with this event. The issue was detected in a dealer's warehouse. The amount of leakage for this event could not be determined. Although the fluid volume of an access wash buffer ii cubetainer is theoretically significant enough to cause a slipping hazard if it is spilled, there were no reports of death, serious injury or modification to patient treatment associated with this event. The facility possesses a hazardous exposure plan and the material safety data sheet was reviewed.

Manufacturer narrative:
(B)(6). Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of the customer supplied photos eliminated neck detachment, pin holes near the top shoulder, and weeping as possible causes, however, could not definitively identify the cause of the leak. A definitive root cause for this event has not been determined to date.